Event description:
Family member of home pt (hp) contacted baxter's technical service center for assistance during hp's apd therapy. Family member reported an incomplete prime of the patient line of the homechoice set. Technician assisted family member with the reprime procedure, however, family member reports procedure was not successful. Techician advised family member to discontinue use of current supplies and resume with a new setup. Follow up with the family member indicated therapy was resumed with new supplies and completed without incident. No pt injury or medical intervention reported per family member.